Event description:
It was reported that the autopsy saw became hot during use at the user facility. It was further reported that during testing by a manufacturer service technician that the cord was cut and bare wires were exposed. No adverse consequences were reported with this event.